Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump loaded all the insulin out of the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: a review of the pump¿s history showed no evidence of a no cartridge detected alarm. During testing, the pump was able to rewind, load, and prime with no alarms. The force sensor was found to be out of calibration. The pump cover was opened and no defect was found to the force sensor assembly. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.